Manufacturer narrative:
Implant date: correction. Remove date of implant. Not applicable. Manufacturer's investigation conclusion: the reported event, of the heartmate charger being damaged ¿ resulting in sparking and burning, was confirmed based on the evaluation of the returned charger. Dried fluid residue and resulting damaged components were found on charger ps board and inside of the charger housing. The fluid residue damage was to channel 4 (slot # 4) only. No burning or sparks occurred when the unit was powered on and operationally checked. Slot # 4 did not work; the other three slots were able to accept and charge batteries. Per additional event information, the customer reported that water had leaked into the unit. Heartmate universal battery charger (ubc) status messages associated with the event (red fault indicators) are addressed in the heartmate 3 left ventricular assist system (lvas) patient handbook, the heartmate 3 lvas instructions for use (IFU) and the heartmate ubc IFU. Keeping the heartmate universal battery charger away from water or moisture is documented for the customer in the heartmate 3 lvas patient handbook and the ubc IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the vad coordinator spoke with the patient's daughter and she stated that they discovered a leak in their roof above where the patient's defective battery charger was sitting and when she picked up the charger, water dripped out from it. The patient and patient's daughter believe this is why the ubc started sparking/fire as it was plugged in.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's unit may not be suitable to be returned back into continuum stock as it was sparking and caught fire per patient and vad coordinator. Batteries will be returned along with the unit as patient was charging batteries at the time of incident. Batteries have not been removed from unit in order to obtain the battery's serial numbers. The patient stated that he heard it make a crackling noise then it caught on fire. Continuum will provide patient with a replacement rental battery charger.